Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife cover was missing when a nurse opened the package. The nurse sustained an injury to the hand. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received clarifying that the injury to the nurse's hand was not serious and the symptom has resolved.